Event description:
It was reported that the pump exhibited a 45520 0004 alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the damaged keypad. As a result, the keypad was updated. A service review was conducted which indicated there was no previous services of this device.